Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review which captured loss of power to the mobile power unit (mpu) on 21may2026. The system continued to operate at the set speed and was supported by the controller¿s emergency backup battery until external power was restored. There were no other unusual events recorded in the log file event history.